Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter pro duct ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 26-apr-2015, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving an unknown drug via implantable infusion pump. It was reported that the patient's previous catheter ((B)(6) and (B)(6)) got kinked and eroded on (B)(6) 2021. The physician put in a new catheter.